Manufacturer narrative:
B3 - date of event is estimated. The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported perforation cannot be determined; however, perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number. Attachment: article titled, "interatrial shunt devices¿a potential therapy for mitral stenosis following mitraclip".

Event description:
This is filed to report atrial septal defect. This article presents a case of a 78-year-old female who underwent a mitraclip procedure for treatment of severe mitral regurgitation (mr). The patient was presented with prolapsed posterior leaflet (p2), severe posterior mitral annular calcification. Nt clip was implanted at a2/p2 with trivial residual mr. However, mean mitral gradient (mg) increased from 5mmhg to 9mmhg. After removal of the steerable guide catheter (sgc), there was a left-to-right shunt across the interatrial septum with improved mg of 6 mm hg. Follow-up transthoracic echocardiogram within 24 hours confirmed stable mg of 6 mm hg. However, subsequent echocardiogram performed 2 months post-procedure revealed closure of the iatrogenic atrial septal defect with mg then at 13 mm hg. No additional information was provided. Details are listed in the attached article titled, ¿interatrial shunt devices¿a potential therapy for mitral stenosis following mitraclip¿.